Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported the patient was unable to adjust stimulation. Display showed 'call your doctor' icon and a power on reset (por) condition was reported. It was also noted the patient was confusing coupling bars with the implantable neurostimulator (ins) charge level. Follow up reported the patient did not have concerns with their device or therapy.